Event description:
Facility alleges visible material blood leak during dialysis. Machine alarmed five minutes into dialysis. Treatment stopped; dialyzer replaced. Blood circuit discarded; estimated blood loss 200cc. Dialysis resumed with no further problem. No reported patient injury.